Event description:
On or about (B)(6) 2025, the user reported experiencing a low blood glucose reading of 40 mg/dl. The user managed the event with glucose tablets. No device malfunction was reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.